Event description:
It was reported that there was a low sensing threshold, high capture threshold, and insulation damage noted on the right ventricular (rv) lead. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found insulation damage near the trifurcation boot. The reported event of insulation damage was confirmed and the cause was due to procedural damage. The reported events of a low sensing threshold and a high capture threshold were not confirmed.